Event description:
It was reported that the armada 14 was advanced to the target lesion in the moderately calcified, distal left anterior tibial artery, but the armada 14 would not hold pressure past 6 atmospheres. Upon inflation, the contrast solution was seen leaking out of the guide wire lumen. There was no resistance during removal of the armada 14. A fox sv 2.5x120 dilatation balloon was used to complete the procedure without further incident. The armada 14 was prepared outside the anatomy according to the instructions for use. There were no kinks, bends, or tears on the shaft of the armada 14. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was returned and analysis confirmed the reported leak at the guide wire port of the hub. While a search of the lot history record for this specific lot found no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. The probable cause of the hub leakage was related to the adhesive material used during the component bonding process. Further assessment of this issue per site operating procedures was performed. Corrective and preventive actions to address this issue are in the process of being implemented and the performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: command es. Inflation: indeflator. Sheath: 7 french destination sheath. Contrast: visipaque. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.